Manufacturer narrative:
(B)(4)

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Patient was advised to close all background applications and was educated on system memory reset. Patient was also advised to restart the smart device however loss of connection persist. No injury or medical intervention was reported.product data was returned for evaluation. Data was reviewed on 06/09/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.